Event description:
The user of the suspect device called because controls were reading out of range. The last digit on the display screen appears to be faded. The device was replaced and requested to be returned for evaluation.